Manufacturer narrative:
Follow-up #1: date of submission 05/24/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: review of the black box data revealed motor rewind errors recorded. On investigation, the complaint was consistently duplicated during testing. The pump was opened for further investigation revealing moisture corrosion on the motor connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.